Manufacturer narrative:
A maquet field service tech (fst) visited the facility and discovered that the event occurred while the tabletop was being removed from the column. The tabletop docking system requires the guide pins of the to sit in ports on the transporter. Two safety hooks on the table top remain latched to the column until the transfer is completed to prevent the tabletop from moving during this process. Upon inspection of the unit, the fst found that the retaining hooks would not always latch onto the column. The table top is approximately 30 yrs old and the hooks appeared damaged due to excessive wear. The fst also found the guide pins would not slide into the ports of the transporter but would rest on the tracks during the removal process. This is likely the result of the tabletop being bent over time. The table top has been repaired and returned to service. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).

Event description:
The maquet table top 1120.16 was used during a surgery together with column 1120.05. The table top fell with the pt on it. No injury or adverse effects to the pt were reported to maquet. (B)(4).